Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor would be inaccurate and alert to low blood glucose events inaccurately. The sensor also alarmed lost sensor. When the customer removed the sensor the cannula was missing. The patient's blood glucose at the time of incident was 196 mg/dl. The sensor will be returned and replaced.